Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. The blood glucose was unknown. Health care professional who stated that they were calling on behalf of customer who was admitted in the hospital as the call had dropped as they were attempting to obtain carb ratios. Customer reported that the insulin pump will not be returned for analysis.